Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that before the procedure, a defect that was observed at the tip after opening the packaging of the blower mister, 5-pack. Per attached photo the tip looks bent. It was opened but not used on patient. The procedure completed with new device, defective device was not used. There was a delay in opening a new set. No patient harm.